Event description:
It was reported the bd ultrasafe plus¿ x100l png rfs needle retracted while attempting to administer an injection. The following information was provided by the initial reporter per the clinical site, the caregiver was attempting to administer an injection and when decapping the needle was directly retracted into the syringe. Syringe was not usable anymore.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd ultrasafe plus¿ x100l png rfs needle retracted while attempting to administer an injection. The following information was provided by the initial reporter: per the clinical site, the caregiver was attempting to administer an injection and when decapping the needle was directly retracted into the syringe. Syringe was not usable anymore.

Manufacturer narrative:
H.6. Investigation summary: unconfirmed: no sample/evidence provided.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 05-jun-2025. H6. Investigation summary: confirmed: reported condition was observed at bdm-ps.

Event description:
It was reported the bd ultrasafe plus¿ x100l png rfs needle retracted while attempting to administer an injection. The following information was provided by the initial reporter per the clinical site, the caregiver was attempting to administer an injection and when decapping the needle was directly retracted into the syringe. Syringe was not usable anymore.